Event description:
It was reported that a flogard infusion pump presented the door open alarm. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). (B)(6). Evaluation summary: the device was serviced on-site by a field service technician. Visual inspection, functional testing, and a review of the alarm log were performed. Functional testing and the review of the alarm log revealed that the device had presented the open door alarm. Visual inspection identified that the device was missing a door magnet. The cause of the reported condition was determined to be the missing door magnet. To correct the condition, the door magnet was replaced. The device was serviced and restored to a good working condition. Should additional relevant information become available, a supplemental report will be submitted.